Event description:
It was reported that the patient stated that he has swelling around the pump of his inflatable penile prosthesis (ipp), that is hard as a rock; he states that it is as large as a golf ball and he feels the swelling around his abdomen as well. The patient feels like he is allergic to the inhibizone (iz) antibiotic on his device. He denies signs and symptoms of infection. He states that he has seen his dr. Who instructed him to soak the area two times per day but he hasn't noticed any difference. The patient will have an appointment with his dr. Next week for follow-up, however the appointment was delayed one or two weeks due to covid-19. He asked patient liaison if the device should be removed, patient liaison suggested to speak with his dr. About this option and also recommended to continue with the soaks as directed by his dr. Until he sees him again. The patient also asked if there was an option of device that doesn't have the antibiotic coating and patient liaison let him now that there is a non iz option available but it should be discussed with his dr. The patient will contact if patient liaison again if needed. It was further reported that the patient underwent an ipp revision surgery on (B)(6) to remove and replace the pump only.

Event description:
It was reported that the patient stated that he has swelling around the pump of his inflatable penile prosthesis (ipp), that is hard as a rock; he states that it is as large as a golf ball and he feels the swelling around his abdomen as well. The patient feels like he is allergic to the inhibizone (iz) antibiotic on his device. He denies signs and symptoms of infection. He states that he has seen his dr. Who instructed him to soak the area two times per day but he hasn't noticed any difference. The patient will have an appointment with his dr. Next week for follow-up, however the appointment was delayed one or two weeks due to covid-19. He asked patient liaison if the device should be removed, patient liaison suggested to speak with his dr. About this option and also recommended to continue with the soaks as directed by his dr. Until he sees him again. The patient also asked if there was an option of device that doesn't have the antibiotic coating and patient liaison let him now that there is a non iz option available but it should be discussed with his dr. The patient will contact if patient liaison again if needed.